Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient had a revision left total hip arthroplasty, acetabular component, to address failed left total hip arthroplasty with recurrent instability. The indications for surgery note that the patient had thirteen dislocations. The patient was revised previously to address instability. There have been two attempts previously at constrained liners, which both failed. Recently the patient dislocated the constrained liner. The findings for the surgery noted the constraining ring had come out of the constrained liner. There was evidence for significant impingement on the liner in flexion, and there was deformity of the liner. The stem was well fixed. It was noted that a depuy xl poly pinnacle cup liner was cemented into the existing well fixed aml acetabular shell. The femoral depuy femoral head was utilized and a ¿depuy bipolar was assembled to this¿ depuy cement was used during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.